Event description:
The reporter stated a three piece silicone lens, model number aq2010v tore prior to insertion into the eye. No pt contact.

Manufacturer narrative:
Results: visual inspection of the returned product found a portion of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined.